Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include pts with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. The investigation concluded that the most probable cause of the reported event is that the doctor failed to follow labeling instructions that contain a warning that implant has shown in clinical study to have increased complications when injected periurethrally, most notably urge incontinence. Baseline report previously provided. To facilitate root cause analysis of exposed implant material, bard created a cause and effect diagram. In this diagram, we analyzed impact of accessories, implant material, pt specific factors and injection technique factors. Bard conducted a retrospective review of genyx and bard dmrs. As submitted in the PMA supplement #p030030/s002 for a facilities change, both dmrs are equivalent in all relevant aspects including: materials, quantities of dmso and evoh, mixing time and temperature; the processes for mixing, transfer, filling, sealing the vial, capping and labeling operations; and in process and final test and inspection requirements. A review of bard dhrs from june 2005 to july 2006 found that 1) all raw materials were found to be within specification and 2) all 14 lots were manufactured using the same procedures, methods, inspections and specifications as approved in the PMA. The mfg parameters related to quantity of dmso and evoh, mixing time and temperature were within the acceptable ranges. The review verified that each lot produced was manufactured in accordance with the dmr. Based on our DHR review, no changes were noted, and therefore, the implant material and impact of accessories have been eliminated as a root cause. Based on this process of elimination, pt selection and injection technique were identified as the most likely root causes for the exposed implant material report. Bard's root cause analysis identifies pt selection and injection technique as potential contributing factors to successful pt outcomes. Bard performed a review of adverse events reported for exposed material, erosion and necrosis on a per physician basis. The analysis showed that the events were reported across multiple physicians with few occurrences (=<2). Bard has consulted with an expert in urogynecology regarding his clinical experience with tegress. He provided a clinical expert review of the severity of adverse events and the importance of proper pt selection and injection technique to reduce adverse event reports. The clinical expert opinion confirmed our conclusion that proper pt selection and injection technique are contributors to exposed material. Bard's existing physician training program and the IFU focuses on proper pt selection and injection technique. Consistent with the IFU, bard has emphasized these critical factors by sending all users tip sheets and a direct mailer from a key medical opinion leader.

Event description:
This MDR is being filed as misapplication due to atrophic mucosal lining (fragile mucosal lining), which is contraindicated in the instructions for use. It was reported that exposed urethral bulking implant material from the initial injection in 2006, was noted during retreatment four months later, the exposed area was 5mm on the left side of the urethra. The doctor continued with the retreatment. The pt experienced urethritis. Pt is now asymptomatic and remains incontinent. In 2006, the pt returned to doctor's office with signs of incontinence and urethritis. Exposed material was removed via cystoscopy. No further info or complications have been reported. Injection details are as follows: treatment volume per side 1.0cc, transurethral approach, rate of injection 1 minute, held for 1 minute, position of the injection site in relation to the bladder neck was mid urethra, needle was imbedded to the shoulder almost 70 degrees to urethral wall. Doctor described the pt's tissue as appearing healthy looking and the mucosal lining appeared atrophic.